Event description:
Fall-risk patient was found on the floor after being put in bed with the patient side rail assembly in the up position. It is assumed that the patient rolled towards the right side rail and the side rail had collapsed and the resident fell to the floor sustaining a bump on the left side of his forehead. Ref MFR number: 3007420694-2013-00028.